Event description:
It was reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. Upon follow-up, the battery continued to deplete at a rate of 40% per day, and as the pump was out of warranty, the customer was advised to purchase a new pump.